Event description:
Failure code 810:04. The failure was reported to have occurred during a patient infusion. No record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.